Manufacturer narrative:
Additional information is provided in sections d.4, d.10, h.3, h.4, h.6 and h.10. The returned sample was confirmed to not be a manufacturing site product therefore, no further product evaluation was performed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. Complaint trending was reviewed for the lot code provided and no similar complaint was found. A root cause could not be determined. Based on the review of the batch records and manufacturing process, this occurrence is not likely associated with a manufacturing assignable cause. This complaint appears to be an isolated occurrence from a single end user. The complaint could not be confirmed based on the sample evaluation. Based on the investigation, the lack of additional complaints for this lot, the returned sample and the acceptable batch record review, no further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that viscoelastic product was introduced into a patient's eye following an injection of 1% preservative free lidocaine, non mixed, during a cataract surgery when it was noted that the cornea almost instantly became cloudy and the anterior chamber became edematous. The surgeon irrigated and aspirated the viscoelastic product out of the eye and terminated the procedure. Upon follow up the next day, the corneal clouding and edema was reported to have improved. The patient will receive additional follow up until the appropriate time is determined to reschedule their cataract surgery. Additional information has been requested. Additional information received clarified that the patient's vision had greatly improved at one week post operative evaluation at which time their vision had returned to baseline measurements. The patient's procedure is yet to be rescheduled pending the outcome of this investigation.

Manufacturer narrative:
Additional information is provided in section h.10. Upon confirmation of the reported product lot manufacturer, this report was resubmitted under the correct manufacturing report number, 2184002-2020-00006. If any additional information is received for this reported event, it will be provided in a supplemental report under the new manufacturing report number. No further reports will be submitted under the original manufacturing report number, 3002037047-2020-00006. The manufacturer internal reference number is: (B)(4).